Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the pump stops at 04:50:39am on (B)(6) 2017. It is quickly started, stopped, and started again. This may be the reported incident, but we don¿t have an approximate time of occurrence to confirm. There were no safety connections that stopped the pump at that time. Either the user stopped the or the pump may have stopped and displayed service pump on the pump display. The log looks the same for either cause. There are no real indications of a problem in the log. The service repair technician (srt) could not duplicate the reported issue. The device operates within manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the user facility's perfusionist, during the weaning stage of bypass, after one venous cannula was already clamped, the arterial pump stopped for 10-15 seconds. It was noticed immediately, the on button was pushed and flow resumed. There was very little effect on the patient. As per the field service representative (fsr) the roller pump was replaced. The unit operated to the manufacturer's specifications. The device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial pump stopped and a 'service pump' message was displayed. The on button on the pump was pushed and flow continued. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the pump functioned properly when set to optimal occlusion, with no pump stops noted. An error message was observed during extreme occlusion which is an expected result of over occlusion.

Event description:
Per clinical review. On the 15th of october, during cardiopulmonary bypass (cpb), a few minutes before discontinuation (weaning off) of cpb, the arterial six inch roller pump suddenly stopped. The user facility perfusionist (ccp) stated that there were no alarms or triggers that occurred prior, but she recalled the message on the local pump display service pump. It was noticed immediately and on button was pressed and the flow resumed. The incident caused the flow to be zero for about 10 to 15 seconds, according to the ccp, but the patient was weaning from bypass, therefore the patient had taken over some of its native cardiac output. There was no harm nor blood loss do to the incident.